Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: no deviations or nonconformances were noted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral resection guide breakage. While removing the distal pins from the pin bushings on femoral resection guide the legs of the guide broke at the distal bushings and the bushings came out of the guide with the pins. The surgeon placed the guide on the bone multiple times prior to resecting to confirm plan, according to rep.